Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that device passed visual inspection and functional testing. The controller in use during the event did not have the software master record (smr) upgrade. Log file analysis revealed one critical battery alarm involving the battery. In this instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc and back to previous rsoc values. This observation is indicative of a communication error between the controller and battery. Additionally, premature power switching events due to communication errors were recorded involving (B)(4). This is an additional observation not related to the reported event. The most likely root cause of the reported critical battery alarm can be attributed to communication errors between the controller and the battery. An internal investigation was opened to investigate these communication errors. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery triggered a critical battery alarm. The battery was replaced. No patient complications have been reported as a result of this event.